Manufacturer narrative:
The device is available for return; however, it has not yet been received. The customer provided a possible lot number 14820675 (manufacturing date 01/26/2026).

Event description:
The reported issue occurred on an unspecified date and involved the following medical device: monitoring kit administration set with macrodrip chamber. The product was being used as part of an ECMO circuit, and it was reportedly by the nurses as leaking. Air was also noted in the circuit that was believed to have entered through the point where the device was leaking. The reporter described an irregularity, resembling a ¿stem¿ left over from an injection molding process. There was no report of any human harm.